Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient was going to undergo an unknown procedure with a saline mentor smooth round moderate profile 375cc breast implant on (B)(6) 2018. Physician observed a tear in the implant when he opened the box during surgery. There was no impact to the patient as the device did not come into contact with the patient. The patient has been rescheduled for the surgery on (B)(6) 2018.